Event description:
It was reported that while using the bd conventional needles 12 were blocked. The following was received by the initial reporter: verbatim: issue: the 27 gauge 1 ¼¿ needles are not cannulated. The needles are blocked so nothing can pass through them.

Manufacturer narrative:
H.6. Investigation summary: it was reported the needles are blocked. To aid in the investigation, two samples with no packaging blisters were received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Each sample expelled the solution with a normal flow. A device history record review was completed for provided material number 305136, lot 2021694. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.